Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred on a homechoice cassette during the priming phase of peritoneal dialysis therapy. The patient was not connected when the leak was identified. The reporter indicated that fluid was observed near the membrane gasket of the homechoice device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.